Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 1/4/2023, it was reported by a sales representative via email that the 3.0mm proximal drill bit from an ar-4158ds-14b dynanite pip kit, did not fit over the k-wire. Another kit was opened and the new 3.0mm drill bit was used with the k-wire from the previous kit. This was discovered during a hammertoe procedure on (B)(6) 2023. Case was completed successfully, and no further issues has been reported.